Event description:
Information received regarding the explanted device notes that the patient was feeling fatigued and was being paced 17% of the time. During an elective replacement, the physician moved the device around to release it from tissue. The patient went into a paced ventricular tachycardia at around 150 ppm. The rate increased to 190-200 ppm. When the physician released the pacemaker, the rate returned to approximately 88 ppm.